Event description:
Add'l info received from reporter on (B)(6) 2014: on (B)(6) 2013, six people are being treated for minor burns and injuries after an oxygen pack exploded at a high school (B)(6) this morning. (B)(6) firefighters were called to a medical emergency at (B)(6) high school, (B)(6), at 10:11 a.m. Firefighters arrived at 10:19 a.m. When they arrived, they found a nurse treating a student with an emergency oxygen pack. When the nurse attempted to change canisters, the device exploded, exposing the nurse, another student and firefighters to chemicals. As a result, the (B)(6) fire department's hazmat unit was alerted at 10:44 a.m. And arrived at 10:57 a.m. All six people, including three firefighters, the school's nurse, a student and an assistant principal were transported to centennial hosp to be treated for exposure to the chemical and/or minor burns. In all, an engine, two ambulances and the hazmat unit responded. The student who was initially being treated at the campus (B)(6) was not exposed to chemical and was released. The (B)(6) fire marshal's office is investigating the accident and working to determine what caused the canister to explode. The device bursted, spraying the student's sibling, the nurse, three firefighters, and an assistant principal. According to the school, the chemical mixture is comparable to a liquified soda ash material which has a high ph.

Event description:
Two explosions that I am aware of have occurred with an oxygen generating device manufactured by (B)(4). The FDA approval number for this device is k052396. The first explosion occurred on (B)(6) 2013 in (B)(6). Two people were injured, one of whom was transported to (B)(6). The second explosion occurred on (B)(6) 2013, in (B)(6) (home of (B)(4)), at (B)(6). A school nurse was using the device to administer oxygen to a student. When she attempted to change cartridges, the unit exploded, injuring six people, all of whom were transported to (B)(6) and later released. In my opinion, the manufacturer should have reported these incidents to FDA, but I do not know if that has happened. I can provide many details regarding the (B)(6) event, and have limited documentation of the (B)(4) event, though I have requested it. I can be reached at (B)(6). Also see report (B)(4).